Manufacturer narrative:
Date sent to the FDA: 2/25/2021. Additional h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device batch plr564, 8304h56 and no non-conformances were identified. Additional h-3 summary: two opened boxes with thirty-three and thirty-six unopened samples were returned for evaluation. Visual analysis of samples revealed that the 8304h samples were returned with no apparent damage on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: what was being done when the needle pulled-off? Nothing. Procedure name? Cardiac surgery procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 2/25/2021. Corrected b5 narrative: it was reported that a patient underwent a cardiac surgical procedure on (B)(6) 2020 and a suture was used. During the use of the device, the needle pulled off from the thread without specific handling. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested. Corrected note: events were submitted via 2210968-2021-00217, 2210968-2021-00216 and 2210968-2021-00215. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in mwr-2210968-2021-00215, mwr-2210968-2021-00216, and mwr-2210968-2021-00215. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.